Event description:
The patient reported his insulin infusion set is not properly adhering to his skin which has caused the set to pull out of his body. He stated he has tried different areas of his body for sites but can only use the infusion set for about 1 day before it pulls out. The patient said he uses prep wipes and then tapes down the headset with 3 strips of tape. The patient was sent adhesives to try. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.